Manufacturer narrative:
(B)(4). A partial lead was returned in two pieces for analysis. The connector portion measured 11.2 cm while the distal portion measured 44.7/45.7/50.1cm (insulation/cables/coil). Internal insulation abrasion was found underneath the rv shock coil breaching the sensing cable lumen at 6.4 cm to 6.7 cm from the distal tip. The etfe cable coating of both sensing cables was found to be abraded. The abrasion to the sensing cables beneath the rv shock coil most likely contributed to the complaints of noise problem and inappropriate shock therapy reported from the field.

Event description:
It was reported patient received inappropriate shocks due to noise. The noise observed did not look like typical lead noise or of physiological origin. Lead damage deeper down in the heart was suspected as nothing was seen during provocative testing around pocket area. The lead was explanted. Current patient condition is fine.